Event description:
The attorney stated that the pt has underwent an enucleation to the left socket in which an unwrapped medpor implant was placed. The attorney stated that the pt suffered chronic pain for approx two years and severe breakdown of the conjunctiva and tendons and exposure of the implant. The attorney stated that pt was no longer able to wear prosthesis and a secondary surgery was performed in 2005. During the secondary surgery, the surgeon removed an unwrapped medpor implant and placed a wrapped medpor implant with banked scales and abdominal fat tissue placed in the socket.